Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas and alleged that the patient experienced a blood glucose (bg) over 500 mg/dl without symptoms. Reportedly, the patient remained on the insulin pump and did not receive any treatment above and beyond the usual routine of diabetes care and management. It was reported that the pump stated the last bolus was given 2 hours ago, yet no bolus was recorded in the bolus history. This report is being made due to the bg excursion the patient experienced while on insulin pump therapy.

Manufacturer narrative:
Follow-up #1: date of submission 09/29/2015 device evaluation: the device has been returned and evaluated by product analysis on 09/09/2015 with the following findings: the black box showed evidence of ¿exceeds max 2 hour limit¿ warnings on 08/07/2015. The max 2-hour delivery was set to 10u. The pump was running on basal program 1 which was set to 10.350u. The users 10u attempted bolus would have exceeded the max 2-hour delivery; therefore the pump gave the correct warning. The max 2-hour delivery was manually adjusted for testing purposes. A 10u normal bolus and a 10u audio bolus were successfully performed and accurately recorded in pump history. The pump¿s bolus history was found to be recording properly. The total daily doses added up correctly and reflected the users programmed basal rates. The pump passed a delivery accuracy test and was found to be delivering accurately and within range. There were no errors, alarms or warnings during testing. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.